Event description:
New information indicated the lead was explanted and replaced on (B)(6) 2015.

Event description:
It was reported that during a routine check up, the atrial lead exhibited loss of capture. An x-ray confirmed the lead dislodged. The patient was asymptomatic and no intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.